Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a cystoscopy, resection left u/o, left laparoscopic nephroureterectomy and node dissection procedure, after the firing, the reload came off the jaws and fell inside the patient's abdominal cavity. The reload was removed with the help of a grasper via the incision which was made to remove the sample. The case was delayed by five to ten minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n5317c. The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it clicked into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.